Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 474 mg/dl at the time of incident. Customer treated with some insulin a long lasting and short acting insulin humalog. Customer declined troubleshooting for high blood glucose, battery issue and delivery issue. The device will be returned for analysis.